Event description:
Adverse event(s): "the surgeon completed the case by converting to a manual technique (ecce)" (alternate procedure performed). Product problem(s): "a system message displayed and the system stopped during the procedure" (device displays error message). (Loss of power). The nurse reported a system message displayed and the system stopped during the procedure. The surgeon completed the case by converting to a manual technique (ecce). No pt injury was reported. Multiple attempts were made for more info on the event and pt status with no response to date.

Manufacturer narrative:
The company service representative examined the system and replaced the pcb. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).